Event description:
The female pt received a 3.5x33mm cypher stent in the proximal lad in 2005. In 2006, the pt had late thrombosis in the implanted stent.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.